Manufacturer narrative:
The service record was cancelled by the customer. The site has not reported of a reoccurrence of poor aspiration. No further information was able to be obtained from this customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 28, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that aspiration was poor during torsional portion of the cataract with intraocular lens implant (iol) the procedure was completed. There was no patient harm.